Event description:
The customer obtained false positive vitros trop I es outlier on a pt sample. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The initial trop I es pt result was reported to the clinician, however, there was no report of pt harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that the vitros eci was operating as intended. The most likely root cause for the unexpected trop I es result is user error due to poor sample preparation. It is likely that cellular debris, known to cause erroneous results, was present in the original sample that was no longer present when the sample was repeated. The investigation confirmed that the customer was not processing samples in accordance with the collection tube manufacturer's recommendations.